Event description:
It is reported that the dressing clinic switched the majority of their foams from allevyn gentle to aquacel foam. In the facility's follow-up meeting with medical affairs, it was reported that a large number of pts experienced itching with redness under the adhesive area of the dressing that was applied to the knee. Lastly, it is reported that medical treatment provided is related to the facility switching back to allevyn gentle dressing. Please note: this report represents pt #2 of 10 and is related to the following pt identifier numbers: (B)(6) reporting under MFR report numbers: 1049092-2014-00210, 00212, 00213, 00214, 00215, 00216, 00217, 00218, and 00219 respectively.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Dressing was in use for 3 days. In a follow-up email received dated (B)(6) 201,4 provides feedback to the following questions: type of wound? Treatment, if any, that was provided after the reaction? And response to treatment? (Info was not provided for above questions). The response to the question in regards to application of any further dressings is stated as follows: "this info was not provided; however, the only other adhesive dressing they use is allevyn gentle border so it is most probable that the majority switched back to this." No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info become available, a follow-up report will be submitted. Third party MFR: (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedure.